Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 3027085 lot: unknown (invalid lot provided 200108018). It was reported that the bd luer-lok syringe plunger rod was broken/damaged. The following information was provided by the initial reporter: ¿plunger fell out of the syringe and medication fell out. Wasn't able to use." Rcc received a complaint via email. Email(s) attached. Per the hcp at the clinic, "¿plunger fell out of the syringe and medication fell out. Wasn't able to use." Product number - 3027085. Lot/serial number - (B)(6).

Event description:
Material: 309628. Lot:3027085. It was reported by the customer that the plunger fell out of the syringe and medication fell out. They were unable to use it. Verbatim: per the hcp at the clinic, "¿plunger fell out of the syringe and medication fell out. Wasn't able to use." Rcc received a complaint via email. Email(s) attached. Per the hcp at the clinic, "¿plunger fell out of the syringe and medication fell out. Wasn't able to use." Product number - 3027085. Lot/serial number - (B)(6).

Manufacturer narrative:
According to verbatim, the complaint appears to be for the absence of retaining ring in the syringe barrel. This product does not have a retaining ring by design according to its product specification. The design of the product has not changed since october 2008 when the product was first introduced. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.